Manufacturer narrative:
(B)(4). Batch # m5343t. The analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with cartridge body damage in the right side of the cartridge body. In addition several b-shaped staples were noted bunched cartridge knife path. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: it was suspected that during the flexing of the stapler, the assistant grasp on the reload (loaded on power echelon flex) and hence make a dent on the gst surface. This dented area when closed on the tissue causing the tissue to be caught in the groove of the gst.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, prior to the second firing of the green reload, under the hd view of camera system we noticed there were some tear (small green plastic strand - merely insignificant) on the side of the green reload. The small green plastic strand was pull off from the reload. Then, the assistant used an atraumatic bowel grasper to grab the reload side (as oppose to both anvil and reload) of the power echelon plus to flex the stapler to the angle desired. After some maneuvering, surgeon clamped and waited for fifteen seconds as recommended before firing. When stapler was opened, there are tissues stuck onto the reload surface. The assistant had to use grasper to carefully remove the tissue from the stapler. No tear and bleeding were observed. From naked eyes examination, there should be some leftover traces of tissue stuck on the reload. Case was completed with the same products. There were no adverse consequences for the patient reported.